Manufacturer narrative:
Patient information: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k) no:k130520. The actual sample was discarded by the involved facility; therefore, the actual device will not be returned for evaluation. The provided movie of the event showed that foam was flowing out from the gas-out side. Review of the manufacturing record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. According to the investigation result, no anomaly was found in the manufacturing related records of the actual sample. In this case, it was conceived from the provided video that there was a possibility that a plasma leak occurred. Based on our past experience, the following possibilities were considered as factors that caused the plasma leak, but it was not possible to confirm the actual sample and the cause could not be clarified. Blood properties changed due to some factor, substances with surface-active effects were produced, and the relationship between the surface tension of blood and gas maintained in the micropores of the fiber was broken, accordingly the fiber became hydrophilic leading to the plasma leak. As pressure applied from the blood channel side to the gas channel side increases due to an increase in pressure in the circuit (due to blood clot formation, etc.), the force to flow blood components out to the gas channel side increased, leading to the plasma leak. Relevant IFU reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that there was a lot of bubbles flowing out from the gas outlet after more than five hours cpb. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.